Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they have been charging their device every other day since implant, on (B)(6) 2017. The patient also stated that within the past week, they feel nauseous after they charge the implantable neurostimulator (ins). They noted they will try to turn stimulation off while they charge to see if that makes a difference. Patient services recommended that the patient consult with their physician if their symptoms continue. No further complications were reported.